Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support on loading a new cartridge, but the cartridge alarm recurred. Therefore, technical support decided to replace the pump, ensuring the continued delivery of insulin with a replacement pump, and confirmed the shipping details with the customer.